Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation pending, a follow up MDR will be submitted with the investigation conclusions.

Event description:
Initial MDR is being submitted based on surgical intervention. Sub hilar stenose. Left perforation detected 8 days after ercp. Papillotomy: no. Dilation left: 4 mm. Action taken: otsc. Lot number not confirmed.

Event description:
This MDR is being submitted based on surgical intervention. Sub hilar stenose. Left perforation detected 8 days after ercp. Papillotomy: no. Dilation left: 4 mm. Action taken: otsc. Lot number not confirmed.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Investigation pending, a follow up MDR will be submitted with the investigation conclusions.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: ed sutkowski, cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington , indiana , 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: the customer reported the following complaint issue: sub hilar stenose. Left perforation detected 8 days after ercp. Papillotomy: no. Dilation left: 4mm. Action taken: otsc. Lot number not confirmed. This complaint is related to (B)(4), (B)(4) and (B)(4) whereby 4 patients in total had perforation in the duodenum as a result of stent migration after ercp. Additional information: additional information from the sales rep clarified that the perforation was in the duodenum for all four cases involved in these complaints. The images relating to the complaints were received on 9th february 2018. Further information received from the sales rep on the 20th march 2018 confirmed the following queries: did the perforation lead to the patient's death? Probably . What is the length of time between the perforation and patient death? 1 month . What was the cause of death? Liver failure . Was the patient receiving any chemotherapy or radiotherapy treatment during the stent placement? No. Lab evaluation: 1 x chbso-7-12 device of a unknown lot number was involved in this complaint. As the device was not returned for evaluation and the lot number is not confirmed, a document based investigation and image review was completed for this complaint. Imaging review: images were provided to support the complaint investigation. They were reviewed through cook research inc. And the following comments were provided by the independent reviewer: findings: five images, along with the complaint report, were submitted for review. Ercp images dated (B)(6) 2017, 2 images from a CT scan of the chest, abdomen and pelvis with IV contrast in coronal reformats, dated (B)(6) 2017, and 2 images from ercp at the time of stent exchange in duodenal repair, dated (B)(6) 2017 will each be reviewed separately. Ercp image, dated (B)(6) 2017, demonstrates the ercp scope positioned at the ampulla. There is a plastic biliary stent extending from the severely dilated left lobe intrahepatic biliary tree to the level of the duodenum. There are several centimeters of plastic stent within the intrahepatic biliary tree, cranial to the area of severe stenosis. The caudal margin of the stent appears to be engaged with the ercp scope which abuts the lateral wall of the duodenum. If the scope were not present, the stent would likely abut the lateral wall of the duodenum in a perpendicular fashion. CT scan of the chest, abdomen and pelvis with IV contrast, in coronal reformat, dated (B)(6) 2017, demonstrates the caudal margin of the plastic biliary stent terminating just outside the wall of the duodenum. There is a complex air and fluid collection immediately adjacent to the stent. There is also a moderate amount of ascites throughout the abdomen and pelvis. Suggesting spillage of bile into the peritoneal space and retroperitoneal space. The air and fluid collection is concerning for developing retroperitoneal abscess. Follow-up ercp images, dated (B)(6) 2017, again demonstrate the plastic biliary stent. There appears to have been mild caudal migration, as demonstrated at the cranial aspect which previously terminated over the superior aspect of the eighth rib and now terminates over the inferior aspect of the ninth rib. The air within the duodenum is not clearly outlined to confirm that the caudal margin of the stent is extraluminal, but given the CT findings, the caudal margin is extraluminal. The second image demonstrates placement of an over the scope clip to repair the duodenal perforation. There is evidence of retroperitoneal gas seen in the paraspinal location confirming duodenal perforation. It appears the stent was exchanged for a shorter stent with the caudal portion terminating in the expected location of the ampulla and the cranial portion also closer to the level of the stricture, better defined on the initial ercp images. Impression: indication for ercp and biliary stent placement was due to biliary obstruction from metastatic neuroendocrine tumor. Initial ercp images confirm severe intrahepatic biliary ductal dilatation with placement of a plastic biliary stent extending from the left hepatic lobe into the duodenum. The stricture appears to be at approximately the level of a venous stent seen just to the right of the spine and the cranial aspect of the stent extends several centimeters cranial to this landmark. Furthermore, the initial ercp image at the time of placement demonstrates the caudal aspect of the stent likely in gauge with the ercp scope. If the scope was moved, the caudal margin of the stent would likely abut the lateral wall of the duodenum in a perpendicular fashion. The follow-up CT scans confirm perforation of the caudal aspect of the stent through the wall of the duodenum, resulting in a retroperitoneal abscess and bile throughout the peritoneal cavity. The stent length and likely interaction with the lateral wall of the duodenum at the initial placement, along with breathing motion, and non-compressible nature of the stent along its long access, resulted in the rapid perforation of the duodenal wall. Duodenal perforations are a reported complication of plastic biliary stents, and in the literature, inappropriately long as well as straight (non-pigtail), biliary stents appear to be associated with a higher likelihood of duodenal perforation due to the direct pressures exerted on the duodenal wall. A shorter stent, positioned with the cranial aspect closer to the focal stenosis and distal aspect just distal to the ampulla, would have likely decreased the risk of perforation in this individual. The observation of significant findings relative to the use of the device were as follows: development of duodenal perforation from biliary stent felt to be related to stent length and position of deployment . The observation of additional device findings relative to the clinical perspective were as follows: none. Root cause: a definitive root cause for this complaint could not be determined as the exact operational conditions of use could not be replicated in a laboratory setting. A probable root cause for this complaint may be attributed to the inappropriate stent length chosen which may have contributed to early migration and perforation. Feedback from r&d engineering viewed that the choice of stent (i.e. Stents that are too long or too short) may be a contributory factor to this complaint. A stent that is too short will not bridge the stricture and migrate out of the duct or a stent that is 2 long will sit too far beyond the stricture such that the flap is not anchored against anything which may cause it to migrate until it anchors against the stricture or the duodenal wall (depending on what it reaches first). Feedback from the medical advisor at cirl suggested that as the patient had liver failure and died one month after the perforation, it was considered a cascade affect and the death was not directly caused by the duodenal perforation. Feedback from clinical personnel at cirl suggests that migration/perforation may be related to papillotomy and the physicians may have left the duodenal end too long into the duodenum. The summary from the meeting between cook medical personnel and physicians at the medical facility suggests that on review of the images, the stents have a certain shape set after placement whereby there is pressure in the sent at different levels that could contribute to early migration. However this may be uncertain. The complaint is confirmed based on the independent clinical review of the images and perforation had occurred following stent migration. IFU review: it may be noted that according to instructions for use, "potential complications associated with ercp include, but are not limited to: pancreatitis, cholangitis, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration". Summary: the complaint is confirmed based on the independent clinical review of the images and perforation had occurred following stent migration. Following the meeting between meeting between cook medical personnel and physicians at the medical facility, it was agreed that the facility would change to tannenbaum stents with the use of huibregtse design stents as a back up for the left side stricture. The use of these stents will be closely monitored. Complaints of this nature will continue to be monitored for potential emerging trends. H3 other text : cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: ed sutkowski, cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington , indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: the customer reported the following complaint issue: sub hilar stenose. Left perforation detected 8 days after ercp. Papillotomy: no. Dilation left: 4mm. Action taken: otsc. Lot number not confirmed. This complaint is related to (B)(4), (B)(4) and (B)(4) whereby 4 patients in total had perforation in the duodenum as a result of stent migration after ercp. Additional information: additional information from the sales rep clarified that the perforation was in the duodenum for all four cases involved in these complaints. The images relating to the complaints were received on 9th february 2018. Further information received from the sales rep on the 20th march 2018 confirmed the following queries: did the perforation lead to the patient's death? Probably . What is the length of time between the perforation and patient death? 1 month . What was the cause of death? Liver failure . Was the patient receiving any chemotherapy or radiotherapy treatment during the stent placement? No. Lab evaluation: 1 x chbso-7-12 device of a unknown lot number was involved in this complaint. As the device was not returned for evaluation and the lot number is not confirmed, a document based investigation and image review was completed for this complaint. Imaging review: images were provided to support the complaint investigation. They were reviewed through cook research inc. And the following comments were provided by the independent reviewer: findings: five images, along with the complaint report, were submitted for review. Ercp images dated (B)(6) 2017, 2 images from a CT scan of the chest, abdomen and pelvis with IV contrast in coronal reformats, dated (B)(6) 2017, and 2 images from ercp at the time of stent exchange in duodenal repair, dated (B)(6) 2017 will each be reviewed separately. Ercp image, dated (B)(6) 2017, demonstrates the ercp scope positioned at the ampulla. There is a plastic biliary stent extending from the severely dilated left lobe intrahepatic biliary tree to the level of the duodenum. There are several centimeters of plastic stent within the intrahepatic biliary tree, cranial to the area of severe stenosis. The caudal margin of the stent appears to be engaged with the ercp scope which abuts the lateral wall of the duodenum. If the scope were not present, the stent would likely abut the lateral wall of the duodenum in a perpendicular fashion. CT scan of the chest, abdomen and pelvis with IV contrast, in coronal reformat, dated (B)(6) 2017, demonstrates the caudal margin of the plastic biliary stent terminating just outside the wall of the duodenum. There is a complex air and fluid collection immediately adjacent to the stent. There is also a moderate amount of ascites throughout the abdomen and pelvis. Suggesting spillage of bile into the peritoneal space and retroperitoneal space. The air and fluid collection is concerning for developing retroperitoneal abscess. Follow-up ercp images, dated (B)(6) 2017 again demonstrate the plastic biliary stent. There appears to have been mild caudal migration, as demonstrated at the cranial aspect which previously terminated over the superior aspect of the eighth rib and now terminates over the inferior aspect of the ninth rib. The air within the duodenum is not clearly outlined to confirm that the caudal margin of the stent is extraluminal, but given the CT findings, the caudal margin is extraluminal. The second image demonstrates placement of an over the scope clip to repair the duodenal perforation. There is evidence of retroperitoneal gas seen in the paraspinal location confirming duodenal perforation. It appears the stent was exchanged for a shorter stent with the caudal portion terminating in the expected location of the ampulla and the cranial portion also closer to the level of the stricture, better defined on the initial ercp images. Impression: indication for ercp and biliary stent placement was due to biliary obstruction from metastatic neuroendocrine tumor. Initial ercp images confirm severe intrahepatic biliary ductal dilatation with placement of a plastic biliary stent extending from the left hepatic lobe into the duodenum. The stricture appears to be at approximately the level of a venous stent seen just to the right of the spine and the cranial aspect of the stent extends several centimeters cranial to this landmark. Furthermore, the initial ercp image at the time of placement demonstrates the caudal aspect of the stent likely in gauge with the ercp scope. If the scope was moved, the caudal margin of the stent would likely abut the lateral wall of the duodenum in a perpendicular fashion. The follow-up CT scans confirm perforation of the caudal aspect of the stent through the wall of the duodenum, resulting in a retroperitoneal abscess and bile throughout the peritoneal cavity. The stent length and likely interaction with the lateral wall of the duodenum at the initial placement, along with breathing motion, and non-compressible nature of the stent along its long access, resulted in the rapid perforation of the duodenal wall. Duodenal perforations are a reported complication of plastic biliary stents, and in the literature, inappropriately long as well as straight (non-pigtail), biliary stents appear to be associated with a higher likelihood of duodenal perforation due to the direct pressures exerted on the duodenal wall. A shorter stent, positioned with the cranial aspect closer to the focal stenosis and distal aspect just distal to the ampulla, would have likely decreased the risk of perforation in this individual. The observation of significant findings relative to the use of the device were as follows: development of duodenal perforation from biliary stent felt to be related to stent length and position of deployment. The observation of additional device findings relative to the clinical perspective were as follows: none. Root cause: a definitive root cause for this complaint could not be determined as the exact operational conditions of use could not be replicated in a laboratory setting. A probable root cause for this complaint may be attributed to the inappropriate stent length chosen which may have contributed to early migration and perforation. Feedback from r&d engineering viewed that the choice of stent (i.e. Stents that are too long or too short) may be a contributory factor to this complaint. A stent that is too short will not bridge the stricture and migrate out of the duct or a stent that is 2 long will sit too far beyond the stricture such that the flap is not anchored against anything which may cause it to migrate until it anchors against the stricture or the duodenal wall (depending on what it reaches first). Feedback from the medical advisor at cirl suggested that as the patient had liver failure and died one month after the perforation, it was considered a cascade affect and the death was not directly caused by the duodenal perforation. Feedback from clinical personnel at cirl suggests that migration/perforation may be related to papillotomy and the physicians may have left the duodenal end too long into the duodenum. The summary from the meeting between cook medical personnel and physicians at the medical facility suggests that on review of the images, the stents have a certain shape set after placement whereby there is pressure in the sent at different levels that could contribute to early migration. However this may be uncertain. The complaint is confirmed based on the independent clinical review of the images and perforation had occurred following stent migration. IFU review: it may be noted that according to instructions for use, "potential complications associated with ercp include, but are not limited to: pancreatitis, cholangitis, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration". Summary: the complaint is confirmed based on the independent clinical review of the images and perforation had occurred following stent migration. Following the meeting between meeting between cook medical personnel and physicians at the medical facility, it was agreed that the facility would change to tannenbaum stents with the use of huibregtse design stents as a back up for the left side stricture. The use of these stents will be closely monitored. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Sub hilar stenose. Left perforation detected 8 days after ercp. Papillotomy: no. Dilation left: 4 mm. Action taken: otsc. Lot number not confirmed.